Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window and case.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 225 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.